Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to ventricular fibrillation episodes with aborted shocks was observed on the right ventricular lead. The lead was initially programmed off to prevent any inappropriate shocks. The lead was capped and replaced (B)(6) 2019. A routine generator change out was also completed. The patient was in good condition and to continue with regular follow up.